Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pseudocyst.update rec'd 7/21/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain and discomfort. There is no new additional information that would affect the outcome of the investigationupdate rec'd 10/13/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated a pseudotumor, corrison at the head/taper junction, and metallic debris. The stem is being added to the complaint. There is no new additional information that would affect the existing MDR decision. (B)(4)

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Update 14 jul 2017: pfs and medical records received. In addition to what was previously litigated, patient also alleges limited mobility. After review of medical records, there is no new information added that changes the MDR decision. Updated product information. This complaint was updated on: 07 aug 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.